Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device allegation is a known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100731249. Model/catalog description: pump. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404132. Serial number: n/a. Batch/lot number: 1100721787. Model/catalog description: cuff. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented to clinic with herniated pressure regulating balloon. Attempts were made to reposition the balloon, but they were unsuccessful. As a result, the balloon was explanted and replaced. No patient complications were reported.